Event description:
International (B)(4) complaint received reporting leakage incident with use of d1000 tego connectors. The distributor reported (translated) "...blood leakage via silicon valve after clamp was opened on the catheter extensions regardless of any prior connection to a line or a syringe...". There were no reported adverse pt. Injuries and or outcomes. Device return: two (2) used d1000 tego connectors; one packaged all med blood tubing set were returned. No additional mating devices involved in the dialysis set-ups were returned. Visual inspection (pre and post decontamination) was performed. The results recorded various component damages including corner tears along the edge of the slit. Dimensional analysis of the returned allmed blood tubing set recorded the male luers met iso specification for luer tapers and were dimensionally compatible with the tego connectors.

Manufacturer narrative:
Engineering testing and analysis was conducted. The returned tego connectors were pressure leak tested per the applicable product specifications. The results recorded leakage originating from the tears at the seal slit. Although not always repeatable, previous investigations of these types of tego component damages/leakage issues have been replicated. Those investigations identified various usage/techniques including; off center insertions and or off-center access with a long male luer slip type connectors(s) while attaching/detaching; over tightening and use of non-compatible mating/access devices that fail to met the iso standard 594/2. A review of the mfg. Lot build database for the reported lot #2775544 (MFR date: 11/2013) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the lot builds. Findings: engineering testing and analysis of the returned d1000 tego connectors replicated the leakage condition. The root cause of the leakage was attributable to component damages that most likely occurred as a result of incorrect usage/techniques. This report and the associated information have been provided to the distributor and reporting facility for their review and record along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.